Event description:
It was reported that a system error 2240 alarm (air in set) occurred on the homechoice device during dwell 6 of 6 of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During trouble shooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the reported alarm. The technical service representative (tsr) assisted the caregiver in clearing the alarm. The tsr instructed the caregiver to start over using new supplies or to finish therapy using continuous ambulatory peritoneal dialysis. The caregiver was advised to notify their nurse of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.